Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during bolus. The customer's blood glucose was unknown at the time of incident. The customer was assisted in clearing the alarm. The insulin pump was able to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.